Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed the earth leakage current performance specification during testing.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device failed the hc return instrument test/evaluation (rite) electrical test due to failed earth leakage current performance specification. The rite electrical failure is automatically confirmed; however, due to the nature of the failure, is not recorded in the device log. A visual inspection revealed fluid present inside the bottle, pump and door assemblies, causing the pump to short and not activate. The cause of the rite electrical test failure was determined to be a shorted/inoperative pump assembly due to fluid ingress. A service history review revealed that no issues were identified that may have contributed to the reported problem of rite electrical failure. The hc device to be forwarded to service and the device was identified to be scrapped. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.